Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Customer's blood glucose was 555 mg/dl at the time of admission. The customer stated they were not feeling well prior to being hospitalized. The customer was treated with fluids to bring their blood glucose down. Customer's blood glucose declined to 227 mg/dl when they were released from the hospital. Troubleshooting found the insulin pump was working as designed. The customer also did not have a bent cannula upon removal of their infusion set. The customer also reported experiencing a blood glucose of 63 mg/dl prior to the call. Customer declined to troubleshoot for their low blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.